Manufacturer narrative:
(B)(4). Batch# unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information obtained: ray treatment mean radiation. Section (part) without stapling of the tissue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient undergo any preoperative radiation or chemotherapy? Please explain what is meant by ¿ray¿ treatment. Was this done preoperatively? How many times was device fired? What anatomical structure was device used on? What is meant by ¿no staple section of tissue¿? Why was surgeon unable to complete anastomosis after experiencing difficulty with device? Is the ostomy permanent or will it be reversed? What is the current patient status?

Event description:
It was reported that during an anterior rectal resection for cancer with ray treatment, no staple section of the tissue. Known patient consequences, unable to perform anastomosis and performing an ostomy.

Manufacturer narrative:
(B)(6). Date sent: 7/16/2021. D4: batch # 110a94. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with an ecr60b reload loaded fully fired. Additionally, three reloads fully fired were returned inside a plastic bag along with the device. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Note: when firing across thick tissue, holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.